Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the right ventricular lead had dislodged in a patient with known twiddler's syndrome. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.